Event description:
The customer reported that the system intermittently would not display a fluoroscopic image. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply ps1 and the gib were evaluated and replaced, and the calibration files were reloaded. The system was tested and found to be working as intended and returned to service.